Event description:
Caller reported damage to pump housing and usb port, affecting the ability to charge the pump and resulting in a shutdown. There was no adverse impact to the customer's blood glucose level. No replacement was needed from technical support as the customer had already received a new pump, and no further action was required.